Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were no other discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that the screen on the cycler went blank during an unknown phase of pd treatment. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed. The cycler was rebooted. The ok and stop keys lit up but the screen remained blank. There was no power outage. The power cord was plugged in and secured to the wall. Technical support replaced the cycler due to the blank screen and advised the patient to discontinue use of this cycler and to contact the pd registered nurse (rn) to inform of replacement. In the initial call there were no symptoms, adverse events, injuries, or required medical intervention reported. The patient verified having supplies for manual treatments until the new cycler arrived. Additional information was requested, but not received. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.